Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally, it was reported that the cartridge was leaking from the patient line. Reportedly, the customer was able to fill the same cartridge by changing the needle tip. Customer's blood glucose level was 242 mg/dl.